Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("primary dysmenorrhea") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, oophorectomy, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, oophorectomy and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2009. 3 coils were noted, and in a similar fashion in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Explanted contraceptive devices (gross identification only). B. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: ¿ benign endometrium. .. Myometrium with leiomyoma (0.7 cm). O cervix with reactive squamous metaplasia, within normal limits. ¿ unremarkable fallopian tubes, bilaterally. ¿ paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, secondary dysmenorrhea, menometrorrhagia. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received: previously reported event ¿medical device removal¿ replace with new event. New event were added: menometrorrhagia, pelvic pain, primary dysmenorrhea and lot number, lab data were added reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5082011) on 21-dec-2018. The most recent information was received on 06-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("primary dysmenorrhea") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, oophorectomy, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia, oophorectomy and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2009. 3 coils were noted, and in a similar fashion in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Explanted contraceptive devices (gross identification only). B. Uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: benign endometrium. Myometrium with leiomyoma (0.7 cm). O cervix with reactive squamous metaplasia, within normal limits. Unremarkable fallopian tubes, bilaterally. Paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, secondary dysmenorrhea, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted for contraception. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(4)2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(4)2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4)2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5082011) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted for contraception. Concomitant products included alprazolam (xanax) and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.